Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported. The patient status was good.